Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified that the roller pump display was blank and the roller head was still functional. The fsr replaced the display assembly and completed testing. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6) 2021 there was no indication in the log of what caused the display to go blank. The sucker pump was started and stopped several times around 8:47 am which was likely when the display went off. Since the roller pump continued to run and could be controlled using the local controls or the ccm, this indicates a possible display issue rather than power issue. During laboratory evaluation, the product surveillance technician (pst) installed the suspect roller pump display into a lab use only (luo) roller pump, powered it on and the display was blank. It was powered off and then back on and the display was still blank. The pst separately tested both the suspect roller pump display and the suspect roller pump printed circuit (pc) graphics board with luo equipment and the roller pump illuminated. The suspect roller pump display assembly was reassembled and installed again into a luo roller pump and it illuminated. It was determined that the roller pump display assembly contacts were likely oxidized until the assembly was disassembled and reassembled, scraping the contacts. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump display went black. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2021, the team experienced a situation with the heart lung machine (hlm) whereby the local display on a roller pump in the sucker position went black. According to the user, the pump was still controllable with the local control as well as the central control monitor (ccm). The procedure was completed successfully with no change-out, no delay and no blood loss.